Event description:
It was reported that the customer experienced an issue with the 30-degree endoscope plus. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope moved freely with uncontrolled motion. No inverted image observed. There was no vision issue or functional failure issue. No missing or detached material from portion of device that enters the patient's body.

Manufacturer narrative:
The 30-degree endoscope plus involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Manufacturer narrative:
The 30-degree endoscope plus has been evaluated by the failure analysis (fa) team. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack(s) on lamp button of the button pack assembly. The endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. The probable root cause is attributed to component susceptibility through external collisions, during use, or during reprocessing. The endoscope was placed on an in-house diagnostic tester or equivalent and found with local button controls not working properly. The endoscope failed the button functionality test due to all buttons. The endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was tested and placed on a diagnostic tester but failed functional testing due to an electrical failure. The diagnostic tester result exhibited a voltage issue due to expected range not being met. The endoscope failed to provide a video due to an electrical or communication failure. The endoscope was plugged on in-house system or equivalent and provided color bars in both eyes. No light in one or both hirose fiber cables. The endoscope cable testing failed due to wahoo paddle board defect.

Event description:
Refer to h11 for follow-up information.